Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, the patient was unable to energize and burn the vessel. It was supplying energy at first, but during the process, it stopped energizing and could not disconnect. The jaw of the harvesting instrument was open (even slightly) when inserting the harvesting. The power setting is 3. There was no delay. A new device is brought out and the operation is completed without any problems and there are no issues with the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The lot #3000236201 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.